Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported occasional power outage for the first time during inspection for use involving an olympus high-definition liquid crystal display (lcd) monitor. The customer did not suspect any probable cause of the occasional power outage. There was no patient injury reported.